Event description:
It was reported during the implant procedure that the helix would not extend at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, outer tubing overlay breached cut, and blood noted on distal conductor, outer tubing overlay, and helix mechanism (sleeve head); the analyst noted that the helix will not extend due to being over-retracted; full lead returned and analyzed.